Event description:
Reportedly, the screen of the subject programmer intermittently displays lines and incorrect images.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190417 - file-2019-00574 - analysis_and_closure_report_resp-2019-00601.pdf].

Event description:
Reportedly, the screen of the subject programmer intermittently displays lines and incorrect images.